Event description:
A user facility reported to olympus an error code e433 (permanent reboot/temporary failure) while using hf unit "esg-400". There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Upon the customer reporting the error code, technical assistance center (tac) support instructed customer to unplug the footswitch and try a second footswitch. The error was still present and per the instructions for use, customer was advised to send the device in for repair. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation of the returned device, the customers¿ initial report of error code e433 (permanent reboot/temporary failure) was able to be replicated. Troubleshooting by service repair center determined that the generator board needs to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to generator board . Olympus will continue to monitor field performance for this device.